Event description:
Meter name: one touch profile, strip name: one touch, meter code: 7, strip code: 7, strip storage: stored correctly, symptoms: low energy, falling asleep. The patient reported that the patient went into a coma for about 8 hours. Their meter allegedly was inaccurately low. There was a result of 290mg/dl. Unknown if this was from their meter. The result from doctor's meter was unknown. The time difference between patient's meter and doctor's meter is unknown. Patient states that patient did not receive any treatment. The patient also stated "they put candy in my mouth" and "the dr's gave the patient penicillin". No further information has been reported.